Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 at 12 pm. Customer¿s blood glucose level was over 600 mg/dl and 547 mg/dl. Customer was treated with manual injection. The insulin pump will not be returned for analysis.